Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011. Fse noted the leak was at the end of clear y fitting. The barbs on the end of the y fitting were slightly damaged. Fse replaced the no foam fitting which resolved the issue. The instrument was primed and operation was verified. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a no foam leak in the hydropneumatic system of the unicel dxc 600i synchron access clinical system. No injury or exposure was reported and no erroneous results were generated.